Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08630 inches. The insulin flow blocked alarm functioning properly. Device programmed with bolus deliveries with the test reservoir, including the test infusion set inside the reservoir compartment and the liquid exited properly through the test infusion set noted. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer were alleging insulin pump under delivery and also stated that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 350 mg/dl. The customer's other blood glucose was 184 mg/dl. The customer alleges pump was under delivering because the customer tried with three different infusion sets and the blood glucose went down just when they used back up plan. The customer has been using the insulin pump within the 48 hour of reported high blood glucose event. The customer was treated with manual injection. The customer was wearing the insulin pump during the hospitalization. The insulin pump will be returned for analysis.